Manufacturer narrative:
The insulin pump was not received with no button response due to corroded keypad traces. No button error alarms noted during testing. No unexpected numbers scrolling or ramping. No moisture damage was found inside the device. The following cosmetic damage was noted: cracked case at the display window and minor scratches on the display widow.

Event description:
Customer's spouse reported via phone, she was attempting to enter the customer's blood glucose level in the insulin pump and the numbers kept scrolling, then the device alarmed button error. Customer's blood glucose was 186 mg/dl. Customer's spouse stated the customer was sweating and the device got wet. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.